Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for rsd/cau salgia-complex regional pain syn. Information was reported that the patient's "lines were severed" about 3-4 years ago. The implant history was reviewed and requested clarification if the leads from the stimulator were severed or if the catheter was severed. The caller was unaware of the stimulation system and consulted a CT scan image from the records. The caller reported he sees the lead wires in the epidural space and a pump like device in the upper buttock. The caller stated he also sees scar tissue in the abdomen where they would normally expect to see a pump. No further complications were reported. No patient symptoms were reported.